Manufacturer narrative:
(B)(4). Date of event: publication year of 2017. Medical device: batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device(s) caused or contributed to the patient complications mentioned in the article? If yes, please explain. [(B)(4)].

Event description:
It was reported via literature entitled: a novel technique for the treatment of stages iii to IV hemorrhoids. Authors: guoqiang lin, md, qiongxiang ge, md, xiaokang he, md, haixin qi, md, li xu, md. Citation: medicine (2017) 96:26(e7309) . Http://dx.doi.org/10.1097/md.0000000000007309. The objective of this retrospective study is to compare the efficacy of homemade anal cushion suspension clamp combined with harmonic scalpel (acs) and milligan¿morgan hemorrhoidectomy combined with electric knife (mmh) in the treatment of stages iii to IV hemorrhoids. A total of 99 patients (44 females, 55 males) with stages iii to IV hemorrhoids, ages ranging from 30 to 65 years, underwent treatment either with acs (n=51) or mmh (n=48) from january to december in 2013. The acs group comprised of 21 females and 30 males with mean age of 40.1±5.7 years. The average follow-up time was 1.5 years. In acs group, external hemorrhoids were tightened with the tissue clamp and cut by the harmonic scalpel. Postoperative static pain and postoperative defecation pain were reported in the acs group (n=51). Visual analog scoring system was used to assess pain. Visual analog scores for postoperative pain for allotted days were as follows: day 1 was 6.9±1.2, day 3 was 4.7±1.6, day 7 3.4±0.6, and day 14 0.8±0.3. Visual analog scores for postoperative defecation pain for allotted days were as follows: day 3 7.5±1.2, day 7 4.3±1.2, day 14 1.3±0.7, and day 20 0.5±0.3. The anal itch (n=2) and anal edema (n=2) were reported complications. In conclusion, the authors reported that compared with mmh, the novel technique acs was more effective and had fewer postoperative complications in the treatment of stages iii to IV hemorrhoids.